Event description:
Additional information was received that the patient was brought in and defibrillation threshold (dft) testing was performed. During testing, shock therapy did not convert the patient at 11, 17 and 31 joules, however, converted at 41 joules. Additionally, atrial pacing spikes were noted on the shock channel. Review of x-ray noted the rv coil was partially in the atrium and may have been the cause for increased dfts, however, boston scientific technical services (ts) also discussed the potential of the df pins being switched in the header and recommended verifying on x-ray. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that surgical intervention was undertaken. This device was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements resulting in high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The system was viewed under fluoroscopy, however, was inconclusive. The patient was scheduled for defibrillation threshold (dft) testing on a future date. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device and right ventricular (rv) defibrillation lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms. The physician was considering performing additional commanded shock testing or a potential lead revision procedure. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that x-ray was further reviewed to verify the position of the df pins. Upon review, the physician concluded that the pins were in the correct ports. Monitoring will be continued.